Event description:
Blood tubing clamp punctured tubing. Blood leaked out. Approximately 10-30cc blood lost. Blood product did not touch patient or nurses. The writer and another nurse in room checking blood together per policy. Blood bag still intact and sterile.